Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The acting theatre sister reported that theatre staff opened an exeter stem and the spigot protector on the top was such that they were unable to mount it onto the stem introducer. Another stem was on hand and the case was completed successfully.

Manufacturer narrative:
An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: on the returned spigot, it is observed that a one of the lug of the spigot is bent and show a fracture initiation. On the body of the spigot, under the bent lug, we can see a raw material bulge. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4). The supplier investigation concluded the defective part to have was not captured in their inspection.

Event description:
The acting theatre sister reported that theatre staff opened an exeter stem and the spigot protector on the top was such that they were unable to mount it onto the stem introducer. Another stem was on hand and the case was completed successfully.